Event description:
The pump reportedly "went blank and turned itself off without alarm." It had been in home use infusing an unspecified concentration of dobutamine at an unspecified rate. The pt was a hospice care pt and the therapy was then discontinued. There was no change in the pt's baseline status when the dobutamine was off.